Event description:
This report summarizes 11 malfunction events in which the device had paint chips missing. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 4 devices were received. 7 devices were evaluated in the field. Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.